Manufacturer narrative:
The investigation into this event is currently in process.

Event description:
The patient presented with an isolated right common iliac artery aneurysm with a proximal neck of 12mm and distal neck of 9mm. Following implantation of an 11x5 hemobahn device distally, a 13x5 hemobahn was introduced. The physician was unable to advance it through the first hemobahn device. The physician elected to withdraw the 13x5 device. During this maneuver, the physician noticed that the endoprosthesis was no longer 'mounted' to the catheter. He pulled out the introducer sheath with the device inside. The hemobahn endoprosthesis was not deployed, but loose on the guide wire. The distal olive was detached and was located on the guidewire, approximately 4 cm beyond the endoprosthesis. A 13x10 hemobahn device and a cordis s.m.a.r.t. 10x40mm nitinol stent were implanted, with the cordis stent distal inside the 13x10 hemobahn device because of a significant wrinkle due to the incongruence between vessel diameter and stent graft diameter at that level. There was no adverse outcome for the patient.